Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips lots (3879713 and 387912 ) have been returned and evaluated by lifescan product analysis with the following findings: both the test strips involved with this complaint failed testing. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (one touch verio iq) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "low and 35mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for precision. Therefore, this complaint is not being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients test strip (lots # 3879713 and 3868612) and meter have been further evaluated by lifescan product analysis with the following findings: both test strip lots failed testing. The test strip enzyme was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled "postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.